Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that prior to the procedure, the inner needle and the cannula were allegedly narrow and not smooth. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard brachytherapy needle was returned for evaluation. The device appeared clean, and was received with protective tubing. The components received include a cannula and stylet, with needle protector; the stylet was returned inserted within the cannula. Friction between the stylet and the cannula was felt upon an attempt to remove the stylet. Therefore, the investigation is confirmed for the reported physical resistance / sticking issue as friction noted in between the stylet and the cannula upon an attempt to remove the stylet. A definitive root cause for the reported physical resistance / sticking issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023),

Event description:
It was reported that prior to the procedure, the inner needle and the cannula were allegedly narrow and not smooth. There was no patient contact.